Manufacturer narrative:
The event occurred sometime in (B)(6) 2016. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set had broken from the tubing/hard plastic junction during priming. There was no patient involvement. No additional information is available.